Event description:
I had essure coils put in my tubes on (B)(6) 2014. I had severe back pain afterwards for about 2 weeks, but thought I had just pulled a muscle on that side. I went in for the hsg (B)(6) 2015 and found out that one of the coils had migrated out of my fallopian tube and fell back behind my uterus. I had surgery on (B)(6) 2015 to find and remove it.